Event description:
It was reported that the patient did not feel well when their implantable pulse generator (ipg) tripped elective replacement indicator (eri). The patient's wife was not happy that the ipg tripped eri so soon after their prior visit. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).